Manufacturer narrative:
Reliability analysis inspected 3 opened and used infusion sets and performed hand prime using anew lab reservoirs and found occluded at quick release connection septum site. Analysis was unable to confirm if the customer received the infusion sets occluded due to customer returned the infusion sets opened and used. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the cannula was occluded. The customer's blood glucose was 157 mg/dl at the time of incident. The infusion set will be returned for analysis.